Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 413 mg/dl at the time of the incident. The customer was at 302 mg/dl at the time of the call. The customer used the pump to treat the high. The customer experienced symptoms such as vomiting, diabetic ketoacidosis, and feeling sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also complained of a low that they treated with juice. The insulin pump will not be returned for analysis.